Event description:
It was reported to boston scientific on 01/31/2007 that "during the procedure, this coil was not attached to the pusher wire." The aneurysm coiling procedure of the brain was completed with a different device. It was reported that there were no pt complications and that the "pt is fine."